Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl at the time of incident and the current blood glucose level was 301 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin shots for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering the insulin. The insulin pump will not returned for analysis.